Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to unicel dxc 600 pro synchron clinical system that emitted smoke. Flames were visible at the lower, left, rear of the instrument. A fire extinguisher was used to extinguish the fire. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
A bci field service engineer (fse) replaced the large capacitors behind the rear cooling fans.